Event description:
Procedure type: laparoscopic assisted liver lobectomy. According to the reporter: after a number of successful firings, the instrument was placed on the tissue, fired and would not open. The sulu was removed by stapling around it with 2nd device setup. This second setup was fired a few more times successfully and locked on the tissue as well. It was removed in the same manner as first setup with the additional use of sutures and clips. Another device and reloads used in both instances along with suture and vascular clips. There was a 45 minutes delay in operative time

Manufacturer narrative:
(B)(4).